Manufacturer narrative:
It was performed the DHR, maintenance record analysis and quality notification analysis and no deviation was found for the batches. No samples / photos were sent by the customer not being possible performing an investigation and determine the root cause for the incident. From these information¿s it is not possible confirm the complaint. The manufacturing process are validated with defined acceptance criteria. The incident identified from this claim will be monitored for trend assessment.as this occurrence would not exceed the acceptable quality limit (aql) for the batch, no additional corrective or preventive action is proposed in the scope of this claim. The incident identified from this complaint will be monitored for trending.

Event description:
It was reported while using bd precisionglide¿ hypodermic needles the needle punctured its shield. There was no report of patient impact. The following information was provided by the initial reporter: the package is sealed, but it's visible that the needle has punctured its shield